Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6) , batch: 20917238.

Event description:
It was reported that the patient's lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.